Event description:
The customer reported that the insulin pump had unresponsive buttons and that the time on the display was frozen. She stated that she thinks the insulin pump may have had moisture damage due to exposure to sweat. The blood glucose reading was 138 mg/dl. The insulin pump alarmed button error, and several other errors alarmed before and after the display froze. The customer reported that the pump buttons did not begin to work in less than 5 minutes without a battery change. Replacement of the battery upon troubleshoot did not solve the issue. Advised the customer that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. No unexpected low battery or weak battery alarms noted. No frozen screen noted. Off/no power alarm function properly and passed self test. Also no button error alarm noted. The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. The insulin pump received with no moisture damage on the electronics, motor, vibrator and battery tube assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery threads.